Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. The physician noted there was probably too much tension on the lead after fixation with the suture sleeve. Subsequently, the patient underwent a revision procedure, and this ra lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.

Manufacturer narrative:
Product return is not expected; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Product return is not expected; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. The physician noted there was probably too much tension on the lead after fixation with the suture sleeve. Subsequently, the patient underwent a revision procedure, and this ra lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.